Event description:
Mislabelled product.this is the first of three ep catheters reprocessed by alliance that were pulled for use on the same patient. Each box stated 6f deflectable tip ep catheter, but each contained a 7f catheter.